Manufacturer narrative:
Manufacturer reference #: 4641.

Event description:
A site reported to rxsight that a patient's implanted light adjustable lens (lal) was tilted, and a secondary procedure was completed on (B)(6) 2023 to reposition the lal. Rxsight's first awareness of this event was on 02/07/2024.